Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch cable to be frayed at the distal idler. There was no damage found on the pulley and the clevis. Failure analysis investigation also found scratches on the surface of the instrument's distal pulley. No other damage was found.

Event description:
It was reported that after completion of a da vinci surgical procedure, a wire was observed to be sticking out of the jaws of the prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.